Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: 14-aug-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient who was receiving gabalon 400 mcg/day via an implantable pump for cerebral palsy (spastic quadriplegia). It was reported that the patient experienced a weakening of effect, starting on an unknown date. On (B)(6) 2019 the pump and catheter were replaced. During the replacement, a kink of the catheter was found. The attending physician's assessment stated that the causal relationship between the weakening of effect and the pump system was unknown and that a study on the catheter was requested and as a result the physician wanted to examine the causality referring to the patient's future condition.

Manufacturer narrative:
Analysis identified damage to the sutureless connector (sc) which is consistent with explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8781, lot# n515769001, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up. It was reported that the cause of the catheter kink was undetermined. The explanted pump was not returned for analysis as it was discarded by the customer.